Event description:
The facility representative reported a pump with occlusions, which caused the infusion to stop during patient use. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
The device has been received and is being evaluated in baxter. A follow-up report will be submitted, when the evaluation has been completed.